Event description:
Boston scientific received information that this right ventricular (rv) lead was thought to have moved from its original implanted site. The patient has received 3 inappropriate shocks as a result of this and oversensing has been observed. The implantable cardioverter defibrillator (ICD) has been programmed to monitor only until the physician can determine the appropriate programmed settings. Loss of capture (loc) has been noted on this ICD system. A chest x-ray was to be performed and reviewed to determine the location of the rv lead. The patient is in a sinus rhythm and there has been no pauses because of the oversensing. The local sales representative contacted boston scientific technical services (ts) and discussed the option of a revision procedure. No other adverse patient effects reported. Additional information was received that a revision procedure was performed. The rv lead was successfully repositioned. No other adverse patient effects noted.

Manufacturer narrative:
At this time the rv lead and ICD remain in service. Should additional information become available this investigation will be updated.